Event description:
It was reported that a polarity switch from bipolar to unipolar in the associated right ventricular (rv) lead occurred. Bipolar testing revealed an impedance over 3000 ohms without pacing capture, while unipolar testing showed approximately 500 ohms impedance with successful capture. Initially, reprogramming changes were made, but ultimately the rv lead and pacemaker were removed and replaced with a system from a competing brand. Recent information about the explant procedure was acquired from the field representative. Despite efforts to determine the cause for the pacemaker's replacement, the representative lacked the necessary information. No additional adverse effects on the patient were reported, and the pacemaker is not anticipated to be returned. Please note that the date of explant is estimated as this information was unavailable.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.